Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked holder with the incident lot was observed. The customer sample was evaluated by visual examination and a crack was observed on the holder at the joint with the sub-assembly. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no cracks were observed. An additional 12 retention samples underwent torque testing and no defects were observed as all product specifications were met. Bd was not able to determine a definitive root cause for the cracked holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok access device there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the vacutainer was cracked/melted. This is how it came out of the packaging."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok access device there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the vacutainer was cracked/melted. This is how it came out of the packaging."